Event description:
Customer reported that the needle failed to deployed and as a result his blood glucose reached 289 mg/dl.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported malfunction. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically, if the cannula is not properly inserted, hyperglycemia may result."